Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient developed an infection at the implantable neurostimulator (ins) pocket, which started to spread up the extensions. The patient was trialed on antibiotics (oral and intravenously) without any benefit so the ins and extensions were explanted on (B)(6) 2017; the customer discarded the explanted devices. The leads remained implanted as there are plans to replace the ins and extensions at a later date. It was unknown if the event was resolved at the time of this report. No further complications were reported/anticipated.